Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump on the bathroom floor and the drive support cap pushed out of the device. The patient's blood glucose at the time of incident is unknown. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.